Manufacturer narrative:
Per tandem's user guide, change your cartridge every 48 to 72 hours as recommended by your healthcare provider no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer had been using cartridges filled with novolog for seven days. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose ranged between 300 to 400mg/dl. Reportedly, the customer changed the pump supplies to address the issue.